Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test or verify no excessive no delivery/occlusion alarm due to motor error alarm. Pump received with cracked reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received no delivery alarm during manual priming. The customer was assisted with troubleshooting for no delivery alarm. Customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer stated that the insulin did exit. No harm requiring medical intervention was reported. The device was returned for analysis.